Event description:
On 8/14/08, baxter received user facility report. The user facility report stated the following: "tpn hung on pump at 2121 to infuse at 19 cc/hr. Bag empty (approx 500 cc) at 0330. Biomed performed functional test per svc manual. Found no problem. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? N/a. Biomedical test in 2008: biomed performed functional test per svc manual. Found no problem." The following month, baxter contacted the facility. The facility's biomedical engineer reported that the primary infusion of tpn was being infused on channel 2. The biomedical engineer did not know if any medication was being infused on channel 1. The biomedical engineer reported that there was no observed changes to the pt. No additional contact was available. No additional info is available.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval or if addditional info becomes available.